Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative confirmed that the site was on the "patient import" portion of the application software which cannot complete the desired task. The representative reported that the site was trained on the proper process to receive exams from the viewing station of the imaging system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, image acquisitions were unable to transfer from the imaging system to the navigation system. Manually pushing the exams did not provide a resolution as well. It was confirmed that the navigation system was in the proper prompts of the application software and that functionality should have been achieved. The imaging system was noted to have stated that the transfer was complete. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The logs were reviewed and provided no additional insight regarding the reported exam transfer issue. The software investigation found that a probable cause was unable to be determined without further information since the reported behavior cannot be replicated per the system checkout.